Event description:
Per report, patient had re-programming of his pacer completed in clinic. He returned home post-reprogramming and felt tired and presented to the emergency dept. Upon interrogation of the device, the parameters were found to be at a heart rate (hr) of 40 instead of the usual parameters. It is believed that the hr was never reset after re-programming. Programming corrected and patient discharged without further issues.suggestions for improvement: recommendation that the "see changes" box at the end of a session is pre-checked for all devices as a safety feature. Interrogate the machine to understand which buttons were hit when during this programming session.